Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation following implant surgery. X-rays were taken and confirmed lead migration for the lead at l2 position. In turn, surgical intervention was undertaken wherein the lead was explanted and a new lead was implanted. This addressed the issue.